Event description:
It was reported that a revision was performed due to implant dislocation.

Manufacturer narrative:
UDI no: (B)(4). The associated device was returned and evaluated. The visual inspection of the returned devices shows typical wear/damage for an explant. A quality analysis was performed and all critical interlocking dimensions were checked. No features were found to be out of the print specification. We did find there are impingement marks on the face of the r3 constrained liner caused by the neck of the stem. The impingement damage is keeping the inner shell from functioning as designed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation could not determine a specific cause of the failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.